Manufacturer narrative:
Investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that a patient presented in the hospital with congestive heart failure. Upon review, the left ventricular lead appeared dislodged via a chest x-ray. At a follow-up in clinic afterwards, the left ventricular lead exhibited loss of capture. Fluoroscopy performed on (B)(6) 2019 confirmed the lead was dislodged. The physician capped and replaced the lead on (B)(6) 2019. The patient was in stable condition. The lead was explanted post-capping.

Event description:
New information received notes that the lead was explanted on 02jul2019 as part of the replacement procedure.

Manufacturer narrative:
A partial lead was returned in one piece measuring 47.5 cm. For analysis. Visual and x-ray examination revealed damage of the inner coil at the connector region consistent with procedural damage. No conductor fractures, internal shorts, or other anomalies were found. The reported event of loss of capture was not confirmed.